Event description:
During all ileostomy procedure, when stapling across a staple line during side to side colostomy on exam, the staple line opened up around the area of the first staple line. This required over sewing. There were no adverse consequences to the pt noted.